Event description:
The customer reported via phone call that the insulin pump alarmed auto off alarm, and the customer was unable to get the insulin pump to stop alarming due to an unresponsive keypad. The customer did not know the blood glucose reading. She changed the battery, but this did not resolve the issue. The customer did not observe any significant events leading to the keypad issues. She could not clear the alarm using the esc and act. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.